Event description:
Hamilton medical ag received the following description: it was reported that the device alarmed with ¿disconnection on patient side" and ¿disconnection on ventilation side" during the ventilation of a patient. The issue occurred when attempting to initiate apv cmv ventilation. The patient was fully passive, presenting with low respiratory rate and low minute volume. Despite this, measured volumes, flows, and peep appeared to be maintained within expected ranges. Additionally, it was mentioned that during the incident, a distinct venting noise was observed from the ventilator. The exact source of a potential leak could not be identified. Switching to a different ventilation mode resolved the issue temporarily. The problem recurred when using pressure-controlled modes (including pcmv). The breathing circuit set was replaced; however, this intervention did not resolve the problem. During this time, the patient required manual ventilation (handbagging). The expiratory valve was replaced, after which the issue was no longer observed. No harm to the patient was reported.

Manufacturer narrative:
Hamilton-medical ag reference number: (B)(4). Investigation ongoing.